Event description:
As reported, the patient underwent a robotic low anterior resection of the rectum with implant of phasix st at pelvic inlet on (B)(6) 2021. Absorbable v-loc suture was used to sew the mesh with seprafilm side toward the abdomen and non-seprafilm side toward pelvis. On (B)(6) 2024, patient underwent a hand-assisted lap small bowel resection (x2) with associated takedown of enterovaginal fistula, incidental appendectomy, end colostomy revision and residual mesh was found within the fistula track. Surgeon reports the mesh did not absorb fast enough, created inflammation causing adherence to mesh and vaginal cuff. It was reported that patient is now stable and was discharged.

Manufacturer narrative:
As reported, the patient had enterovaginal fistula, inflammation, adhesion about 2 years 7 months post implant of phasix st mesh thereby underwent repair. Based on the information provided, no conclusion can be made as to the degree to which the device, may have caused or contributed to the patient¿s reported clinical course. Fistula, inflammation and adhesion are known inherent risk of the surgery and are listed as possible complications in the adverse reaction section of the instructions for use (IFU) supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.